Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified one-link access sets disconnected from the central line; further described as the "stopcock". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.